Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had gear winding when priming sounded different sounded off and made patient uneasy. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the crack on battery compartment inside top and knick in the screen spread bubbled but can see around it. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a unit fill cannula delivery. Then the unit delivered the units properly with water exiting the infusion set. No prime anomaly/fill, drive/motor anomaly, unexpected motor noise anomaly noted. The motor was tested outside of the unit and passed. No damage noted on the lcd glass. Device had a small crack on the display window, cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.